Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at third-party service center, a ventilator inoperative error code was found in the device's error log. The machine flow sensor will be replaced to address the issue. Additionally, the blower and system printed circuit assembly (pca) board need to be replaced due to additional error codes. The muffler assembly, air inlet foam filter, particulate filter needs to be replaced for preventative maintenance. The one in line filter prox is contaminated and needs to be replaced as well. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.